Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported being recently hospitalized for peritonitis during a call to customer support for a separate issue. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result. On (B)(6) 2023, the patient was hospitalized and diagnosed with peritonitis. The nurse the patient¿s pd culture results were not available. It was reported the patient was treated with antibiotic therapy (details unknown). On (B)(6) 2023, the patient was discharged home continuing pd therapy with the same cycler without any adverse effects. The nurse reported the patient recovered from the peritonitis event. The nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.